Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient tripped, fell, and fractured their clavicle. Subsequently, the device exhibited undersensing and was found to be at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient tripped, fell, and fractured their clavicle. Subsequently, the device exhibited undersensing and was found to be at elective replacement indicator (eri). The device was explanted and replaced. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.